Manufacturer narrative:
It was confirmed that the device that migrated and contained the endoleak type lllb was the bifurcate stent graft, etbf2516c124ej. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm . Etbf2516c124ej + and endurant limb were used for extending on the left main body. External iliac artery (eia) landing was performed with a non mdt implanted for the contralateral limb. It was reported the patient presented emergently with abdominal pain. A ruptured aneurysm with a suspected type iiib endoleak was found. Emergency intervention was performed. An angiography was then performed confirming that in addition to the type iiib endoleak there was also type ia. Etcf2828c49ej was used to occlude the left renal artery and was placed in the right renal artery, but the endoleak did not resolve. So as originally planned, etew2828c82ej was placed in such a way that it became aorta-uni replacement. A wire cannulation was then performed in the right renal artery and a non mdt cuff 28.5+32mm was placed. A non mdt stent was subsequently placed in the renal artery. The type ia appeared to be decreased comparing with what was observed in the initial angiography but it remained. The type iiib had resolved. A non mdt stent was implanted in the lower part of the aorta, the remaining limb was embolized and then a f-f bypass was performed and the procedure was completed. The patient's vitals were stable and there was no further treatment that could be done, so the patient was placed under monitoring. Per the physician the cause of the rupture was due to a type iiib which caused the aneurysm to expand causing device migration resulting in a type ia endoleak. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.